Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 509018) inserted for female sterilisation. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed in (B)(6) 2010. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: she had the need for additional surgery. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received: reporter, patient demographic information, product indication, onset date updated and lot no added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) (batch no. 509018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included phlebitis arm. Concurrent conditions included nausea since (B)(6) 2010, vomiting since (B)(6) 2010, back pain since (B)(6) 2010, bladder hydrodistension since (B)(6) 2010, wrist pain since (B)(6) 2009, painful l arm since (B)(6) 2007, anxiety, depression, migraine, numbness, tingling, cystitis interstitial, urethral stenosis and bladder pain. Concomitant products included drospirenone + ethinylestradiol (yaz) since (B)(6) 2007 and topiramate (topamax) since (B)(6) 2007. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder pain ("bladder pain") and cystitis interstitial ("interstitial cystitis"). The patient was treated with surgery (laparoscopic supracervical hysterectomy). Essure (ess205) was removed in (B)(6) 2010. At the time of the report, the pelvic pain, bladder pain and cystitis interstitial outcome was unknown. The reporter considered bladder pain, cystitis interstitial and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received. Added event bladder pain, interstitial cystitis. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 509018) inserted for female sterilisation. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed in (B)(6) 2010. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: she had the need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc(product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed in (B)(6) 2010. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: she had the need for additional surgery. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.